Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported in a journal article that 52 patients with evidence of periprosthetic infection underwent preoperative aspiration of the affected hip. The organism was identified in 33/52 patients, and single-stage revision was performed. The remaining 19 patients underwent twostage exchange arthroplasty. All patients had cemented cup and long cementless stem. One patient had a dislocation that was reduced by closed reduction and continued to be stable afterwards. Additional information has been requested and is not currently available. Journal article: single-stage versus two-stage revision of total hip replacement for contained periprosthetic infection - ayman m. Ebied.

Manufacturer narrative:
Additional information has been requested and is currently not available. Trend analysis: no trend analysis could be conducted as the product number was not provided. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it was reported in the journal article that one patient in the single stage group had a single dislocation that was reduced by closed reduction and continued to be stable afterward. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis the complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that the patient had a 32mm outer diameter cocr head implanted with the wagner stem and a pe cup. The patient experienced a single dislocation that was reduced by closed reduction and continued to be stable afterwards. From the availabe information none of these complications is directly related to the implants. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).